Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records as well as a batch-related complaint history review for the complaint device is not possible. Explanation and rationale: according to the quality standard a material defect and a production error can be excluded. Without the product available for investigation, we cannot determine a definitive root cause for the reported issue. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl802r - ds-single fire lap. Applier sm 5/310mm. According to the complaint description, the application portion fell into the abdominal cavity, and the piece was removed successfully. The applicator portion was about 7mm in diameter, and had protruded from near the jaw. The procedure included thoracic access in order to place 2 clips on the sympathetic nerve in order to treat the patient's hyperhidrosis. An additional medical intervention was necessary. There was a surgical delay of more than 15 minutes. Additional information has been requested. The adverse event is filed under aag reference (B)(4).